Manufacturer narrative:
The reported issue of keypad failures was confirmed. The keypads had physical evidence of fluid ingression damage with cracked (open) traces in the keypad harness at its bend area nearest the connection to the display board assembly. Temporary replacement of the bezel with keypad assembly corrected the non-responsive keypad issue. The pump modules were used for treatment. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
It was reported that the customer purchased 363 new pump modules that they received between june 2018 to november 2018. They state that there have been 3 more pump modules involving the 4 push buttons on the front panel were not working properly, making the pump modules inoperable. The biomed department states that the ribbon cable appears to be getting compressed/pinched as it folds under the connector, causing a failure of the cable which leads to a failure of keypad operation. The customer states that there has been no patient involvement.